Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. No intervention was performed, the lead remains implanted and will continue to be monitored. The patient was stable.